Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant the pre-discharge evaluation revealed that the atrial lead had a decrease in p-wave amplitude measurements. The atrial lead was repositioned to lateral atrial appendage and remains in use. No patient complications have been reported as a result of this event.